Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by turbid fluid. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same day as event onset, the patient was treated with ceftazidime (1 gram, once a day, route not reported) and cefazolin (1 gram, once a day, route not specified) for peritonitis. On an unreported date, antibiotic therapy was completed. The patient was recovered from this peritonitis event (20 days after event onset). Action with dianeal therapy was not reported. No additional information is available.